Event description:
Nurse had just finished flushing the port with saline/heparin when huber needle did not retract all the way. Nurse didn't realize this and continued discharging the line and it suddenly got stuck.